Event description:
It was reported the spo2 measurement was not functioning, resulting in resuscitation and intubation of the patient. It was confirmed the patient was under procedural sedation using propofol and remifentanil and the reported issue did occur during the procedure. The patient was undergoing a procedure in gastroenterology (gi) ward and was being monitored for spo2, ECG, respiration, and nibp. The spo2 measurement displayed a pleth wave; however, there was no spo2 value displayed. The spo2 sensor was repositioned multiple times, but no value was displayed. It was indicated the patient had received a bolus of medication to deepen sedation three times. After a time, the anesthesia nurse noted the patient was grey or blue in color, which required intervention, including mask ventilation. After a few minutes of ventilation, the patient's color turned back to pink and an spo2 value was displayed. The patient was then admitted to the ICU due to the prolonged hypoxia and observation for sedation. The patient was discharged from the hospital; however, rehabilitation was required, which was likely related to permanent cognitive issues. The clinical audit logs indicated there were technical inop alarms intermittently generated for spo2 no pulse and other spo2 measurement issues. Red apnea alarms and later, low spo2 alarms, were generated. A respiratory rate was difficult to measure due to the placement of the patients during the case. It was found the customer uses a non-validated spo2 sensor in the operating room with the anesthesia trolley and philips sensors in the gi ward. The gi ward uses their own x3 on the anesthesia trolley with an mx450 monitor during procedures. It was confirmed a philips sensor was used during the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the spo2 measurement was not functioning, resulting in resuscitation and intubation of the patient. It was confirmed the patient was under procedural sedation using propofol and remifentanil and the reported issue did occur during the procedure. The patient was undergoing a procedure in gastroenterology (gi) ward and was being monitored for spo2, ECG, respiration, and nibp. The spo2 measurement displayed a pleth wave; however, there was no spo2 value displayed. The spo2 sensor was repositioned multiple times, but no value was displayed. It was indicated the patient had received a bolus of medication to deepen sedation three times. After a time, the anesthesia nurse noted the patient was grey or blue in color, which required intervention, including mask ventilation. After a few minutes of ventilation, the patient's color turned back to pink and an spo2 value was displayed. The patient was then admitted to the ICU due to the prolonged hypoxia and observation for sedation. The patient was discharged from the hospital; however, rehabilitation was required, which was likely related to permanent cognitive issues. The clinical audit logs indicated there were technical inop alarms intermittently generated for spo2 no pulse and other spo2 measurement issues. Red apnea alarms and later, low spo2 alarms, were generated. A respiratory rate was difficult to measure due to the placement of the patient during the case. It was found the customer uses a non-validated spo2 sensor in the operating room with the anesthesia trolley and philips sensors in the gi ward. The gi ward uses their own x3 on the anesthesia trolley with an mx450 monitor during procedures. The customer could not confirm which x3 monitor nor which spo2 sensor was used for this case. The monitor has been in use since the event with no issues.

Manufacturer narrative:
Analysis was performed a philips clinical application specialist which included review of the communication with the customer and review of the clinical audit logs. The results of the analysis indicate that the monitor was functioning as intended and alarms were generated as expected. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported loss of measurement was not able to be confirmed; however, it appears to be related to the sensor used as well as user error related to alarm management and clinical workflow. The customer resolved the measurement issue with the sensor; however, the disposition and identity of this sensor was not confirmed. The customer was provided information regarding the importance of using validated sensors. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.